Event description:
The pedicle screws at s1 were angled posteriorly upon insertion. This resulted in difficulty tightening the locking nuts on the sacral screws, as the heads of the screws at s1 were extremely close to the heads of the screws at l5. Spondylolisthesis at l5-s1 also contributed to the difficult in tightening the locking nuts. The patient was closed, although it could not be verified that the locking nuts were sufficiently tight, due to the proximity of the screws. Two to three days post-op, the rods became loose. A re-operation was performed to remove the construct and replace with another pedicle screw system.